Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that unspecified vessel puncture closure was attempted after an unspecified procedure using a proglide device; however, the proglide could not advance over the guide wire into the patient. The method of achieving hemostasis was not reported. There were no adverse patient sequelae reported. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported difficult to insert the guide wire could not be determined; however, the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.